Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this right atrial (ra) lead was damaged during extraction of the other lead. This right atrial (ra) lead was explanted. No adverse patient effects were reported.